Event description:
It was reported that the device lost programming and there was damage to the loading port. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition as all was intact. No labels removed and no physical damage found. The reported problem was duplicated. The device was resetting itself and a faulty printed wiring assembly (pwa) board was found. For corrective action, the faulty printed wiring assembly (pwa) board was replaced. The root cause of the reported problem was unknown. A manufacturing device history record review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.